Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One (1) imp,tsv,3.7,8,mtx,mg (tsvtb8) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured/damaged at the collar region. What appears to be dried blood and tissue/bone was seen attached to the implant external threads. Measurements match drawing, using caliper cal3845. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No per form was provided and no pre-existing conditions were noted. The reported device was located on an unknown tooth site (fdi) and was used since, the year 2013. The customer provided one (1) x-ray, and one (1) picture. The x-ray showed the implant fractured at the collar. Device history record (DHR) review could not be performed for the product reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the (tsvtb8) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'fracture implant'. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (tsvtb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
Implant was removed and return on the (B)(6) 2021. Doctor confirmed by email on that patient has not decided yet if implant should be removed. (B)(4). Doctor reported fracture of implant that was placed in another medical center in 2013. The internal geometric side seems to be intact, but the abutment cannot be fixed anymore.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number not available. One (1) unknown zimmer implant was not returned for investigation. Review of the returned implant piece by an on site sme notes that the returned device is not a zb product, and will not be included as part of this investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), risk file, and x-ray. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No per form was provided and no pre-existing conditions were noted. The reported device was located on an unknown tooth site (fdi) and was used since the year 2013 . Device history record (DHR) review could not be performed for the product reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review could not be performed for the product reported as the item and lot number were not available. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (unknown zimmer implant). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed via x-ray.

Event description:
It was reported fracture of implant that was placed in another medical center in 2013. The internal geometric side seems to be intact, but the abutment cannot be fixed anymore.